Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative was able to duplicate the alleged malfunction. The service representative replaced the power management board. He then performed full calibration, functional testing and safety checks to factory specifications. The batteries now charge properly. The unit passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
The customer stated that the cardiosave has a low battery message and it will not charge. The customer reported they let the unit charge over the weekend to no avail. The event occurred during service/test by the customer. No patient involvement reported. No adverse event reported.